Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced a high blood glucose that went up to 433 mg/dl. She treated with an injection. Troubleshooting was performed. No leaks or air bubbles were found and settings were correct. The customer was advised that the insulin pump was working as designed. She was advised to change the entire set, reservoir and insulin. Nothing further was reported.